Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction distal end has corrosion was traced to component failure. Additionally, the most probable cause for the malfunction dirt in the electrical connector (el), and on the objective lens could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the colonovideoscope exhibited corrosion on the distal end, and dirt in the electrical connector and the objective lens. There was no patient involvement.